Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/23/2017 that the displayed device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the failed transmitter error allegation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. No share log data was available for review. The confirmation of the problem was undetermined. The root cause could not be determined.